Event description:
It was reported that when the patient presented for a follow-up, the device was found to be in backup vvi mode. It is believed that the patient underwent MRI scanning without any programming change. The device was restored to normal operation. The patient was stable.